Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia and skin irritation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced dermatitis contact ("but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel due to skin irritation."), 1 year 9 months after insertion of essure. On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dermatitis allergic ("rashes/ hypersensitivity symptom/ allergy"), alopecia areata ("hair loss/ balding spots/ plaques of alopecia"), vaginal infection ("frequent vaginal infections") with vaginal discharge, feeling abnormal ("brain fog"), seborrhoeic dermatitis ("seborrheic dermatitis in the scalp"), medical device discomfort ("sensation of being ¿poked¿ by her essure"), ovarian cyst ("right ovarian cyst"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto- immune disorder"). The patient was treated with corticosteroids and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dermatitis allergic, alopecia areata, fatigue, vaginal infection, feeling abnormal, seborrhoeic dermatitis, medical device discomfort, dermatitis contact, ovarian cyst, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered alopecia areata, autoimmune disorder, dermatitis allergic, dermatitis contact, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, medical device discomfort, ovarian cyst, pelvic pain, seborrhoeic dermatitis and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral satisfactory placement and occlusion. Ultrasound pelvis - on (B)(6) 2017: results: right ovarian cyst. Diagnostic results: plaintiff has not been tested for a nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia and skin irritation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced dermatitis contact ("but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel due to skin irritation."), 1 year 9 months after insertion of essure. On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), rash ("rashes/ hypersensitivity symptom/ allergy"), alopecia areata ("hair loss/ balding spots/ plaques of alopecia"), vaginal infection ("frequent vaginal infections") with vaginal discharge, feeling abnormal ("brain fog"), seborrhoeic dermatitis ("seborrheic dermatitis in the scalp"), medical device discomfort ("sensation of being ¿poked¿ by her essure"), ovarian cyst ("right ovarian cyst"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto- immune disorder"). The patient was treated with corticosteroids and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, rash, alopecia areata, fatigue, vaginal infection, feeling abnormal, seborrhoeic dermatitis, medical device discomfort, dermatitis contact, ovarian cyst, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered alopecia areata, autoimmune disorder, dermatitis contact, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, medical device discomfort, ovarian cyst, pelvic pain, rash, seborrhoeic dermatitis and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral satisfactory placement and occlusion. Ultrasound pelvis - on (B)(6) 2017: results: right ovarian cyst. Diagnostic results: plaintiff has not been tested for a nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : product indication added , new event added abnormal bleeding , autoimmune disorder nos. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 45-year-old female patient who had essure (batch no. C51080 , d06940) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, leiomyoma nos, pelvic pain female, dysmenorrhea, menorrhagia, pelvic adhesions and uterine enlargement. Plaintiff has not been tested for a nickel allergy. Concurrent conditions included general anesthesia and skin irritation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced dermatitis contact ("but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel due to skin irritation."), 1 year 9 months after insertion of essure. On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dermatitis allergic ("rashes/ hypersensitivity symptom/ allergy"), alopecia areata ("hair loss/ balding spots/ plaques of alopecia"), vaginal infection ("frequent vaginal infections") with vaginal discharge, feeling abnormal ("brain fog"), seborrhoeic dermatitis ("seborrheic dermatitis in the scalp"), medical device discomfort ("sensation of being ¿poked¿ by her essure"), ovarian cyst ("right ovarian cyst"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto- immune disorder"). The patient was treated with corticosteroids and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dermatitis allergic, alopecia areata, fatigue, vaginal infection, feeling abnormal, seborrhoeic dermatitis, medical device discomfort, dermatitis contact, ovarian cyst, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered alopecia areata, autoimmune disorder, dermatitis allergic, dermatitis contact, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, medical device discomfort, ovarian cyst, pelvic pain, seborrhoeic dermatitis and vaginal infection to be related to essure. The reporter commented: the standard :1/1 outer coils were trailing into the uterus from the right/left tubal ostia (respectively) at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: bilateral satisfactory placement and occlusion. Ultrasound pelvis - on (B)(6) 2017: results: right ovarian cyst. Diagnostic results: lot number: c51080 manufacture date: 2014-04 expiration date: 2017-04. Batch no d06940 production date 2014-09-08 expiration date 2017-09 -28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 45-year-old female patient who had essure (batch no. L-c51080, r-d06940) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, leiomyoma, pelvic pain female, dysmenorrhea, menorrhagia, pelvic adhesions and uterine enlargement. Concurrent conditions included general anesthesia and skin irritation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced dermatitis contact ("but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel due to skin irritation."), 1 year 9 months after insertion of essure. On (B)(6)2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dermatitis allergic ("rashes/ hypersensitivity symptom/ allergy"), alopecia areata ("hair loss/ balding spots/ plaques of alopecia"), vaginal infection ("frequent vaginal infections") with vaginal discharge, feeling abnormal ("brain fog"), seborrhoeic dermatitis ("seborrheic dermatitis in the scalp"), medical device discomfort ("sensation of being ¿poked¿ by her essure"), ovarian cyst ("right ovarian cyst"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto- immune disorder"). The patient was treated with corticosteroids and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dermatitis allergic, alopecia areata, fatigue, vaginal infection, feeling abnormal, seborrhoeic dermatitis, medical device discomfort, dermatitis contact, ovarian cyst, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered alopecia areata, autoimmune disorder, dermatitis allergic, dermatitis contact, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, medical device discomfort, ovarian cyst, pelvic pain, seborrhoeic dermatitis and vaginal infection to be related to essure. The reporter commented: the standard :1/1 outer coils were trailing into the uterus from the right/left tubal ostia (respectively) at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral satisfactory placement and occlusion. Ultrasound pelvis - on (B)(6) 2017: results: right ovarian cyst. Diagnostic results: plaintiff has not been tested for a nickel allergy most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received: lot number, medical history, patient's date of birth, patient's aka name, reporter information, rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia and skin irritation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 1 year 9 months after insertion of essure, the patient experienced dermatitis contact ("but cannot wear ¿fake¿ or costume jewelry, which often which contains nickel due to skin irritation."). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), rash ("rashes"), alopecia areata ("hair loss/ balding spots/ plaques of alopecia"), vaginal infection ("frequent vaginal infections") with vaginal discharge, feeling abnormal ("brain fog"), seborrhoeic dermatitis ("seborrheic dermatitis in the scalp"), medical device discomfort ("sensation of being ¿poked¿ by her essure") and ovarian cyst ("right ovarian cyst"). The patient was treated with corticosteroids and surgery (laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, rash, alopecia areata, fatigue, vaginal infection, feeling abnormal, seborrhoeic dermatitis, medical device discomfort, dermatitis contact and ovarian cyst outcome was unknown. The reporter considered alopecia areata, dermatitis contact, dyspareunia, fatigue, feeling abnormal, medical device discomfort, ovarian cyst, pelvic pain, rash, seborrhoeic dermatitis and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral satisfactory placement and occlusion. Ultrasound pelvis - on (B)(6) 2017: right ovarian cyst. Plaintiff has not been tested for a nickel allergy. Most recent follow-up information incorporated above includes: on 30-oct-2018: legal document received. Event: ovarian cyst were added. Concomitant disease, lab data were added. Patient age updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.